Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3 deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, occlusion of native vessel, and improper component placement.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3 deployment system to repair an abdominal aortic aneurysm. It was reported that during the procedure the right internal iliac artery was unintentionally covered by the ipsilateral leg of the trunk-ipsilateral leg component. The physician attempted to move up the device using a balloon catheter; however the artery remained covered. The physician elected to monitor the patient. The patient tolerated the procedure. The cause of the unintentional coverage is unknown. The physician reportedly commented that there was no issues noted on fluoroscopic image prior to the deployment of the ipsilateral leg component.